Manufacturer narrative:
The insulin pump had no button response due to flattened escape and act button dome switches. No cosmetic damage was noted.

Event description:
Customer reported she was having issues with the keypad on the insulin pump. Customer does not recall blood glucose level. Customer stated all the buttons are stiff and she has to press very hard in order to get them to work. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.